Event description:
It was reported that during the implant procedure, the atrial lead was unable to be inserted into the atrial port. With a new device and application of silicone oil, the lead was successfully implanted. No patient symptoms were reported and the patient would be monitored with routine follow up.